Event description:
Event description guidant received information that this lead adaptor was found to severed during a pacemaker replacement procedure. The adaptor had previously been abandoned and had not been in use for over 6 years.